Manufacturer narrative:
The company service representative observed "blood detected" and "autofill failure" alarms in the fault log. He found excessive moisture in the blood detect line. In addition, he determined that the k6 valve in the drive manifold assembly was not opening during the fill cycle. He cleared the moisture from the lines, and replaced the drive manifold assembly (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer's biomed reported that he found the iabp in a hall with a note saying that the iabp could not fill the iab. He is unable to provide the exact event date; however, he believes it may have been (B)(6) 2013. No patient information is available.